Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe broken tip. A review of the related device history records associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The probe tip is broken off. The probe was disassembled and the components inspected. There is approximately 30-45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at the bend area, the cutting edge, and a section down the front of the inner cutter. The complaint evaluation does confirm the probe tip is broken. The exact root cause for why the tip broke cannot be determined from this investigation. A possible root cause could be from the probe being used in surgery for a prolonged period of time, approximately 30-45 minutes, prior to the tip breaking off. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. An investigation has been initiated to determine the reason for the tip breaking off of the probe. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that the surgeon experienced a cutter's tip break during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.